Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post-paced t-wave oversensing was observed when the patient presented through merlin.net transmission. Device was previously re-programmed to address the oversensing. Additional programming changes were recommended. Patient has not been scheduled for in-clinic visit yet. Patient was stable.